Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device marketed under (B)(4). Summary of investigational findings: the glove got caught in the captor sleeve, when pulling back the sheath. This caused the sheath to stick and the stent to not deploy. This led to a steady increase in the patient blood pressure. The surgeon tried to cut away the captor sleeve to release the sheath, but that was difficult. Eventually the surgeon used brute force in order to pull back on the sheath to deploy the graft fully, and the patient blood pressure decreased. No additional procedure was required. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. It is therefore, concluded that there is no evidence that nonconforming product exists in house or in field. The zenith alpha thoracic endovascular introducer system was not returned, and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the glove to get caught in the captor sleeve and result in the deployment difficulties of the stent graft. However, based on the investigation findings the difficulties encountered are considered an operator error rather than an error to the delivery system itself, thus matching the information, that the increased blood pressure resolved, when the graft was fully deployed. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: during deployment of the graft, the operator got some of their surgical glove caught in the captor sleeve of the delivery system as they were pulling back the sheath to deploy the graft. The sheath ended up getting stuck due to the glove and the graft couldn't deploy. This led to a steady increase in the patient blood pressure. The surgeon tried to cut away the captor sleeve to release the sheath but that was difficult. Eventually the surgeon used brute force in order to pull back on the sheath to deploy the graft fully and the patient blood pressure decreased. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did experience adverse effects due to this occurrence. An increase of blood pressure while the sheath was stuck; this resolved once the graft was fully deployed.